Event description:
PICC had a crack in it at the hub found prior to routine dressing change. This type of event has occurred three times with this manufacturer's product in different patients over the span of one month. There was no patient harm.what was the original intended procedure?intravenous access.device #1is this a laboratory device or laboratory test?no.